Manufacturer narrative:
The date of explantation has been estimated as (B)(6) 2018, since the exact explantation date has not been provided. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: alcl. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female of an unknown ethnicity who underwent breast reconstruction with 480cc mentor memorygel breast implants reports an alleged diagnosis of alcl in 2018. The patient is a breast cancer survivor who underwent a bilateral mastectomy and chemotherapy in 2011. She underwent reconstruction in (B)(6) 2012 with mentor textured silicone-filled implants. In 2018, she had one implant removed but the pocket repeatedly filled with fluid. The fluid came back positive for bia-alcl. In (B)(6) 2018, she had the capsule removed and parts of her major and minor pectoral muscles. She will be reconstructing with a fat graft procedure. Copies of the cytology/ pathology reports have not been provided nor has this diagnosis been confirmed by a medical professional.

Manufacturer narrative:
On 12/3/2019, it was noticed that the patient code (B)(4) (seroma) was erroneously omitted from the previous report. Manufacturer¿s reference number: (B)(4).